Event description:
Cheung, t., flatow, v., ben-haim, s., osborn, I., cho, c., tagliati, m., alterman, r. Status dystonicus following deep brain stimulation surgery in dyt1 dystonia patients. Neurology. 78 (1001): p01.227 doi: 10.1212/wnl.78.1_meetingabstracts.p01.227 summary: we describe a case series of patients who experienced status dystonicus (sd), also known as dystonic storm, following deep brain stimulation (dbs) surgery to implant or remove electrodes in the globus pallidus pars interna (gpi). Reported events: 2 patients had an episode of status dystonicus following deep brian stimulator (dbs) implantation. The cause was presumed to be sudden cessation of stimulation. It was noted that the duration of these episodes ranged from 3 to 29 days in the intensive care unit (ICU) with a similar duration of continuous intravenous sedation requirements. All patients reportedly recovered to their baseline dystonia severity. Three patients had an episode of status dystonicus following deep brian stimulator (dbs) implantation. The cause was presumed to be surgical stress from the dbs lead implantation. It was noted that the duration of these episodes ranged from 3 to 29 days in the intensive care unit (ICU) with a similar duration of continuous intravenous sedation requirements. All patients reportedly recovered to their baseline dystonia severity. The source literature did not include any specific device information. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_ins_stimulator, lot # unknown, product type implantable neurostimulator; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, lot # unknown, product type extension; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).